Event description:
The customer reported that the insulin pump had a button error. The blood glucose reading was 120mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, loose/protruded drive support disk, and cracked case near the display window corners. No button response and button error alarm noted as a result of corroded keypad traces.